Event description:
This is a spontaneous case report received from an attorney in the united states, on behalf of a plaintiff in united states on 13-jun-2016 which refers to a adult female consumer who had essure (fallopian tube occlusion insert) inserted in 2008. The plaintiffs post-procedure period has been marked by increasingly severe pain and discomfort, including heavy menstrual bleeding, chronic pelvic pain, chronic back pain, abdominal bloating, chronic fatigue, excessive weight gain, excessive rashes, and excessive hair loss. She never experienced any of these conditions prior to undergoing the essure procedure. She sought treatment for her symptoms in multiple physicians but was unable to resolve it. In (B)(6) 2016, her physician recommended that she undergo a hysterectomy. On or around (B)(6) 2016, she underwent a hysterectomy to have the essure coils removed. The plaintiff was prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries. Quality-safety evaluation (ptc global number: (B)(4)) received on 23-jun-2016: in this case no sample was returned and hence we could not conduct a device sample investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this case report received from a lawyer on behalf of an adult female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced increasingly severe and chronic pelvic pain. Plaintiff underwent a hysterectomy to remove the devices eight years after placement procedure. This event is listed in the reference safety information for essure. Abdominal, pelvic and uncharacterized pain may occur during essure use. Considering event's nature and implied temporal relationship, causality between reported event and essure use cannot be excluded. Since an intervention was required to remove the devices, this case is regarded as incident. According to the technical analysis, a product quality defect could not be confirmed but is considered plausible; a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through litigation process.

Manufacturer narrative:
Data correction for us reporting. The code (B)(4) was replaced with (B)(4).